Manufacturer narrative:
Patient identifier: (B)(6).

Event description:
Respond edge study. It was reported that left bundle branch block (lbbb) occurred. Procedure summary: the subject received a loading dose of 300 mg clopidogrel. A lotus introducer sheath was placed and then the native aortic valve was treated with balloon valvuloplasty (bav). No conduction disturbances were noted post bav. The aortic valve was treated with deployment of a 25 mm lotus edge valve which was implanted successfully, in accordance with the instruction for use(IFU). During the procedure, the subject developed lbbb. No diagnostic test was performed, and no action was taken for the event. At the time of reporting, the event was considered not recovered. The subject was discharged at home on aspirin and clopidogrel the following day.

Manufacturer narrative:
A1: patient identifier: (B)(6). New information: b5:describe event or problem: new information.

Event description:
Respond edge study it was reported that left bundle branch block (lbbb) occurred. Procedure summary: the subject received a loading dose of 300 mg clopidogrel. A lotus introducer sheath was placed and then the native aortic valve was treated with balloon valvuloplasty (bav). No conduction disturbances were noted post bav. The aortic valve was treated with deployment of a 25 mm lotus edge valve which was implanted successfully, in accordance with the instruction for use(IFU). During the procedure, the subject developed lbbb. No diagnostic test was performed, and no action was taken for the event. At the time of reporting, the event was considered not recovered. The subject was discharged at home on aspirin and clopidogrel the following day. It was further reported that on same day of the index procedure, during the procedure, the patient developed left bundle branch block and 1st degree atrioventricular(av) block. Medication was adjusted to treat the event. At the time of reporting, the event of lbbb was considered not recovered. Two days post index procedure, the av block was considered recovered.